Manufacturer narrative:
(B)(4). The customer declined the initial event log review and was able to confirm the device was programmed correctly.

Event description:
The customer initially requested an event log review due to a possible overinfusion of pca medication(s). Reportedly the patient developed a rash so order was changed from morphine to hydromorphone. Intended programming was provided for two medications, however the customer did not indicate which one was for which drug: "125mg/25 ml, pca dose: 1mg, lock out interval: 10 minutes four hour limit: 24 mg, prn for pain", "25 mg/ 25 ml pca dose: 1 mg, lock out. Interval: 10 minutes, four hour limit: 24 mg, prn for pain". The biomed reported "morphine was entered and started on (B)(6) 2012 between 01:08 - 01:18 at approximately 07:42 hydromorphone was started". Later the same day, the risk manager withdrew the request for the event log and stated that she had confirmed that the programming was correct. No device malfunction was alleged. The patient was reported to be sensitive to narcotics and did have some respiratory depression and received narcan with an excellent response. The patient recovered quickly. Although requested, no additional patient or event details were provided by the customer.